Manufacturer narrative:
Evaluation results: one deltec proport port was returned for investigation. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The plastic port assemblies were found to be loose. This product problem was attributed to a manufacturing defect.

Event description:
Information was received indicating that four months following implant of a smiths medical deltec® proport port, it was found in poor condition. The patient went to the operating room to verify port function under x-ray. Chemotherapy was discontinued and the port was explanted. No further adverse effects were reported.